Event description:
Per the clinic, the patient experienced an infection (abscess) and swelling at implant site and subsequently, was treated with oral antibiotics on (B)(6) 2024 (specific duration not reported). However, the issue did not resolve and the abscess recurred. The patient was treated with oral antibiotics again on (B)(6) 2024 (specific duration not reported). These did not resolve the symptoms. The patient underwent a surgical procedure under general anesthesia on (B)(6) 2024, in order to drain both the abscess and hematoma at the implant site and clean the area. Following that, the patient was hospitalized for 10 days from (B)(6) 2024, for IV antibiotics treatment. Upon discharge, the patient was prescribed with oral antibiotics for 6 weeks. This did not alleviate the problem resulting in a decision to explant the device. However, the explant has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.